Manufacturer narrative:
Complaint conclusion: during the procedure, the balloon of a 6f/7f mynx control vascular closure device (vcd) was ruptured. The balloon lost pressure after being pulled to the arteriotomy. Therefore, hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. The type of procedure the mynx control was used in was a coronary angiogram (cag). The procedure used a retrograde approach. The deployer was mynx certified. The device was used with a 6f non cordis sheath. The mynx vcd was stored and prepped according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the femoral artery. The femoral artery¿s suitability was verified via angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was a normal puncture superficial femoral artery (sfa). There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were in manufacturing position with the stopcock open. The grip tip and the sealant were exposed to blood. The inner sleeves were wide open and the outer sleeves were kinked and damaged. The syringe was not attached to the device. The procedural sheath was not returned with the device. Per the inflation indicator and the balloon of the returned device could not be inflated. A leak was observed on the balloon. Per microscopic analysis, a 7mm taper-to-taper tear exposing the core wire was observed. The inner sleeves were wide open exposing the grip tip and the sealant to blood. The outer sleeves were observed to be kinked and damaged. Such damage on inner and outer sealant sleeves indicates sign of forceful insertion or friction. A product history record (phr) review of lot f2023403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as forceful insertion or friction, may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2023403 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the procedure, the balloon of a 6f/7f mynx control vascular closure device (vcd) was ruptured. The balloon lost pressure after being pulled to the arteriotomy. Therefore, hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. The type of procedure the mynx control was used in was a coronary angiogram (cag). The procedure used a retrograde approach. The deployer was mynx certified. The device was used with a 6f non cordis sheath. The mynx vcd was stored and prepped according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the femoral artery. The femoral artery¿s suitability was verified via angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was a normal puncture superficial femoral artery (sfa). There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for analysis.